Event description:
The caller, representative of materials management, states that on (B)(6) 2012 at 6:00 am in the ICU the physician was performing an emergency intubation on a patient and they discovered a rip in the pilot balloon. The caller reported the tube had to be removed and replaced.